Event description:
It was reported via repair work order that the footend lift was stuck in an elevated position due to a damaged motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.